Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that all conductors were distorted, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead was stretched.

Event description:
It was reported that the patient was advised to report to the nearest emergency room (ER) after a remote transmission with indicators of an apparent right ventricular (rv) lead fracture. It was also reported that at the ER, the device detections were turned off due to oversensing and high impedance on the rv lead. A couple days later, the patient's rv lead was explanted and replaced. No patient complications have been reported as a result of this event.